Manufacturer narrative:
This supplemental is being filed to correct d4: catalog number, and to update b5 and h6 for required medication.

Event description:
It was reported that this implantable lead was part of a system revision due to infection. There was no additional adverse patient effects were reported. This implantable lead was explanted. Additional information indicated that the patient was treated with intravenous antibiotic.

Event description:
It was reported that this implantable lead was part of a system revision due to infection. There was no additional adverse patient effects were reported. This implantable lead was explanted.